Event description:
Related manufacturer reference 2030404-2015-00016. During a mitral flutter procedure, a cardiac tamponade occurred. Geometry was being created in the left atrium with an inquiry afocus ii ep catheter when the patient became hypotensive. An echocardiogram was performed but was negative. The patient¿s blood pressure increased and the procedure continued. During a mitral line ablation using a flexibility ablation catheter, the patient's rhythm changed and the patient again became hypotensive. A repeat echocardiogram revealed a cardiac tamponade. The procedure was stopped and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.